Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in russian federation. It was reported that the patient faced infusion set flow blocked event on (B)(6) 2024. No further information.